Event description:
It was reported the dr performed an uneventful novasure ablation on a pt with a "heart-shaped" uterus. Subsequent to the novasure procedure, the physician performed a "scheduled laparoscopy for surgical treatment of endometriosis and a tubal sterilization. The ovaries appeared normal and the uterus was free and mobile. There was no evidence of endometriosis. The bladder, peritoneum and the entire surface of the uterine serosa appeared normal. The fallopian tubes were fulgurated and the procedure was completed". The pt was transferred to the recovery room and exhibited "significant pain and was unable to urinate." The pt was discharged but soon after discharged was taken to the emergency room for "pain and inability to urinate." The pt's "bladder was catheterized and she was given a pca pump for pain control. She was discharged home but returned 2 days later unable to void spontaneously. A cystoscopy was performed by a urologist who noted 2 small areas in the midline of the posterior wall of the uterus suggestive of burn injury. A voiding cystogram was then performed which identified defects in the bladder. An indwelling foley catheter was then placed for 3 weeks duration. After the catheter was removed, repeat studies confirmed complete healing of the bladder." In conclusion, the physician "believes the pt is now doing well."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).